Manufacturer narrative:
03/25/1998: h6-primary finding of device analysis revealed motor stall due to motor coil anomaly.

Event description:
Patient was experiencing increased muscle tone despite related increased doses of baclofen. A dye study was performed which showed an intact catheter in the correct intrathecal position. A roller study was also performed on the pump, which showed no roller movement over a sixteen minute interval. The pump was refilled, and at a follow-up visit a few weeks later, the pump reservoir contained the entire refill amount. The patient was scheduled for device replacement, and supplemented with oral medications. Upon follow-up investigation into this event, the manufacturer learned that the patient's mother had been using magnets for the patient's "therapy" -making a mattress of them and using them in the patient's wheelchair during the day and bed at night. After a week or so of this "therapy", the pump discrepancies were noted at the patient's refill, and the dye and rolloer studies were performed. The device has been returned to the manufacturer for analysis.